Event description:
The customer reports during an unspecified procedure using an evis exera ii duodenovideoscope with a single use distal cover, the user noticed the distal cover was split at the seam, and while removing it, the distal cover scraped the mucosa of the patient. The customer confirmed no injury to the patient during the procedure. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The lot number of the distal cover cannot be provided. The box was discarded. Neither the distal cover nor the scope can be returned for evaluation. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the event likely occurred due to the following mechanism: the cover was slightly torn by improper attachment way to the scope. (Ex. The cover was pushed diagonally.) Or the cover was fragile because it had been slightly crushed before being attached to the scope. The cover was damaged further by stress from being attached to the scope or twisted/pushed/pulled in human body. Furthermore, per CAPA no. (B)(4), the phenomenon is likely to occur in the following mechanism: mucosa is sucked in distal cover by suction operation while opening space at scope distal end is being close to mucosal surface. If user withdraw scope in this situation, mucosa would be injured by edge of the cover. Distal cover gets cracked on tear-off line due to improper attachment to scope. When distal end of scope is pressed on mucosal surface in this situation, mucosa would be caught in the cracked cover and injured even without suctioning. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions." "Attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Push the center on the top of the single use distal cover. Otherwise, it may cause the break of the portion on the single use distal cover such as the tear off line.¿ olympus will continue to monitor field performance for this device

Event description:
The following additional information regarding the event was received from the customer: no additional medical intervention was provided to treat the scraped mucosa.